Event description:
It was reported that a tasp fractured. Upon receiving the tasp and reviewing it in the warehouse, it was detected that the tasp was cracked in several places. No patient was involved. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, e1, g3, g6, h1, h2, h3, h6, and h10 visual examination of the provided picture identified that the provisional is cracked and broken, no other definitive statements can be made. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product found it to exhibit signs of repeated use nicked / gouged and has cracked / fractured around the post feature. The root cause of the reported issue is attributed to wear and tear from repeated use over time. This complaint remains confirmed as the returned device was fractured. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.